Event description:
Arrow epidural catheter broke off in patient during removal after labor and delivery in 2007. The next day, pt had lumbar laminectomy to remove catheter. Dr had discussed this pt by two other drs.